Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-04918 addresses the endostat ii foot switch and manufacturer report # 3005099803-2013-04919 addresses the endostat ii generator. It was reported to boston scientific corporation on (B)(6) 2013 that an endostat ii rf generator and an endostat ii foot switch were used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the endostat ii generator delivered energy even though the foot pedal had not been depressed. This unintended application of energy caused a small burn in the patient¿s colon, which was described as ¿a small white speck.¿ the burn did not require treatment. A endostat iii and a new foot switch was used to complete the procedure. It was reported that the generator and foot switch were tested following the procedure and no issues were found, and they have been used since this event with no further problems. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) generator misfired and delivered energy. According to the complainant, the suspect device has worked since without any issues and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.